Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation and shooting pain from the ipg which forces her to drop to her knees when the stimulator was either on or off. Database analysis revealed that the impedance measurements were high values on port d. The patient will undergo an ipg replacement procedure. Device malfunction was suspected with the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing shocking sensation and shooting pain from the ipg which forces her to drop to her knees when the stimulator was either on or off. Database analysis revealed that the impedance measurements were high values on port d. The patient will undergo an ipg replacement procedure. Device malfunction was suspected with the ipg.